Event description:
Wire was stuck in PICC and frayed while trying to remove from PICC. The guidewire broke in the catheter during removal.

Manufacturer narrative:
The complaint that the guidewire was difficult to remove from the catheter was confirmed but the cause is unk. The product returned for eval was a 135 cm guidewire in segments. A catheter was also returned with this sample that contained longitudinal splits which appear to have been caused by retracting the guidewire through the lumen against resistance. An attempt was made to feed the straight segments of the guidewire through the catheter. Resistance was initially felt. The catheter was segmented, revealing the distal most piece of the guidewire within the lumen. Once the segment was removed from the catheter, the straight intermediate segments of the guidewire could be fed through the catheter per design. The guidewire was returned in five segments. The proximal segment was approx 29 inches and was coiled and bent throughout. The next proximal segment was 7.7 inches long and was fairly straight. The intermediate segment was 13.1 inches long. This segment included the core wire and a small segment of the gold coil wire. The distal intermediate segment was 1.7 inches long and consisted solely of a piece of the tapered region of the core wire. The distal returned segment included the coil wire, segments of the core wire (one loose segment and a small segment welded to the tip), and the weld tip. The distal segment was approx 4.4 inches long. Microscopic examination revealed metal necking at the two most distal break sites. The other break sites in the core wire were jagged and irregular. The breaks in the wire were likely due to being retracted against resistance. The guidewire should not be retracted against resistance because this could damage both the guidewire and the catheter. Although there is evidence of resistance, the origin could not be determined. It is possible that the catheter was not flushed or the guidewire was not wetted. The IFU states "flush the catheter with heparinized saline solution or sterile normal saline" and "inject enough solution to wet the guidewire surface entirely." It is also possible that the catheter was inserted into a tortuous path, allowing the guidewire to drag along the catheter's lumen wall. The IFU states, "avoid placement or securement of the catheter where kinking may occur..." Or the guidewire may have been damaged prior to removal from the catheter. Regardless of the initial cause of resistance, the guidewire should not be retracted against resistance. A lot history review (lhr) of revi0260 showed no other similar product complaint(s) from this lot number.